Event description:
I am the pt and had several compression fractures a t-9, 10 and 11 due to osteoporosis. Due to unbearable pain, my orthopedic dr suggested vertebralplasty/kyphoplasty to rid me of the pain. At the time this was an experimental procedure--but I was not informed of this!! It was explained to me it would take approximately 45 mins to perform the procedure, when in fact it took nearly 4 hours, I was in recovery for several hrs, had to spend additional time admitted to the hosp. After coming home and the pain was a million times worse--I investigated the procedure, got my medical records, phoned the ortho dr multiple times to gain some answer to what happened. While performing the procedure, the inflatable balloon tamponade was inflated to "lift" the compression fx and the balloon "burst" several times. The dr continued and ended up attempting the same at different levels--injecting the mmpa that ultimately extravasated out my vertebral body and "oozed" around my aorto, heart, lung, pleural cavity. I have had to have CT scans every six months to assure there is not an aneurysm forming around where the mmpa "leaked" out around my vital organs. Here I am 5 1/2 yrs later with continued chronic horrible pain, inflammation and I just had a tagged white blood scan performed in nuclear medicine and oddly enough--the area of extravasation "lite up" like the georgia sky. I have had many episodes of mrsa systemic infections, systemic fungal infections and sepsis-now I have had a fever for many, many months--and this area is of concern because there is no data about the long term effects of the mmpa extravasating out the vertebral body. I can't recall at this moment-but the amount of mmpa was unusually elevated--like several syringes/doses. I have searched and searched for any data--nothing! Dates of use: 2001. Diagnosis or reason for use: compression fx t9, 10, 11.